Event description:
Customer reported that the insulin pump had an alarm for a motor error and for a loose drive support disk, and that the screen went black. Customer stated that the motor error alarm occurred while changing the battery and infusion set. He stated that the insulin pump had not been dropped, bumped or exposed to a strong magnetic field or MRI. He was unable to rewind the insulin pump. The blood glucose reading was 58 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected blank display was noted. The insulin pump passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarms were noted for a loose drive support disk or motor errors. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.